Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) appears to be oversensing but the patient did not receive any inappropriate therapy because the stability feature of the ICD was programmed to inhibit therapy if the patient's intrinsic rate is unstable. The physician reported that review of the stored and real-time electrograms indicated noise. A loose setscrew connection is suspected.